Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, self-test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no off no power alert, failed battery test and unexpected restart alarm noted. Insulin pump was received with cracked reservoir tube lip, missing drive support sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received failed battery alarm and off no power. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that the pump started eating battery rapidly and the battery last 2 weeks, 1 week, then last week battery went. The customer also states that the pump said failed battery test and then put new batteries in all settings were cleared. The customer states that today battery was dead again after lunch and reported that he was unable to clear out the battery. The customer did not receive a low battery alert prior to the off no power alert. The customer was assisted with troubleshooting for failed battery and he reports pump received failed battery alarm again. The customer was advised the pump will need to be replaced. Advised to revert to back up plan. The insulin pump will be returned for analysis.